Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported that some patients have come to the facility for admission for surgery or other conditions, and when tested with the ID now covid-19, a positive result is obtained. These patients are asymptomatic and have either a covid positive history two months prior or exposure to covid. Rt-pcr confirmation testing was performed on these and generated negative results. No additional patient information, including treatment and outcome, was provided.